Manufacturer narrative:
The mcs instrument was returned to isi for failure analysis evaluation. Failure analysis was able to confirm the customer reported failure. The instrument was found a broken tube extension. The broken piece of tube extension measured approximately 0.200 x 0.409 and was not returned with the instrument. The damaged area is not covered by the mcs tip cover accessory. The known common cause of this failure is due to mishandling/ misuse. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the mcs instrument broke off and it could not be determined if any fragments fell inside the patient. Failure analysis determined that the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the instrument. However, the location of the broken fragment is unknown.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, a large section of the shaft near the distal end of the monopolar curved scissors instrument broke off and was missing. The customer was not able to determine if any fragments fell inside the patient and were retained. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information regarding the reported event, however, no further details have been obtained as of date of this report.